Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was previously provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting address state: (B)(6). Reporter phone #: (B)(6).

Event description:
The customer reported that there was an error message loudspeaker fault on the central station from the mx40 device. It was confirmed that there was no audio from the mx40. A replacement mx40 device was ordered and sent to the customer. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.